Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the down arrow button would not work properly as he has to press it multiple times to get a response. . The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 130 mg/dl. The customer declined to receive a loaner insulin pump and no product was returned for analysis.